Manufacturer narrative:
The reported failure of the trilogy 100 ventilator machine flow sensor and sensor printed circuit board is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. It was reported that there were no visible foam particles in the device. Technical findings on device evaluation indicated the machine flow sensor and the sensor printed circuit board assembly were defective. The evaluation details indicate no device error codes were reported, and the action taken was "unrepaired". The device operating software was reported to have been upgraded. The evaluation reported the device did not pass final testing. Additional findings not related to the malfunction/issue: it was reported that the interface printed circuit board assembly was physically damaged and the blower was "noisy". If additional information is received, a follow-up report will be filed.